Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 3.9mm and there was calcification present extending beneath the aortic annular plane in the interventricular septum. After pre-dilatation, the patient went into complete heart block. The patient was paced for remaining of the procedure with pacer spikes seen on every beat. The valve was implanted at a depth of 5mm. The patient stayed one more day in the hospital. A permanent pacemaker was implanted. The patient was reported recovering

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the final implant depth was 5 mm. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to patient's anatomy (calcification). However, this could not be confirmed. The reported medical interventions and surgical interventions were result of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.